Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (pegj) tube. On an unknown date, it was reported by a physician that there was suspicion of a buried bumper syndrome. On (B)(6) 2022, during an endoscopy, it was discovered that the patient experienced a gastric ulcer instead of a buried bumper syndrome and was treated with rabiza 20mg tablets for the gastric ulcer. It was reported that the gastric ulcer was not related to abbvie's tubing. Abbvie has chosen to report this complaint conservatively.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.